Event description:
I had lasik eye surgery at the age of 23. When I went in for a consultation, they said I was a perfect candidate. I was only -1.25 in each eye and could almost make due without glasses. After the lasik surgery, my left eye slowly started to deteriorate. I was getting dizzy spells and migraine headaches daily. I started taking pain killers. I went to may optometrist to see if I could get a pair of glasses because all I could see out of my left eye was light. She told me that my left cornea was severely damaged and it was shaped like a football. I immediately made an appointment to see a dr, the man who performed my lasik surgery. He made me and my grandfather wait for 5 hours in the waiting room. When I finally got in to see him, he admitted there was a major complication and blamed the laser, not himself. Dr said that there may have been a malfunction in the laser and there was nothing he could do for me. Dr was very rude to me and my grandfather. He rushed out of his office before answering all of our questions. He told us he had a meeting to go to and if we had any other questions, we had to make another appointment. In the following weeks, I consulted many corneal experts who came up with the same conclusion that I needed a corneal transplant. After a proper donor was found I had my transplant done in 2003. A corneal transplant is not a pleasant procedure. They cut the cornea out of your eye, replace it with a donor's cornea and in my case it took over 30 stitches in my eye. The removal of the stitches is done a few at a time, only when the stitch loosens with a needle like instrument while you are conscious, which resulted in numerous dr visits. I had to pay dollars for that surgery. I also paid for a lens implant procedure done in 2005. My dr had told me to prepare for many other future procedures and that my cornea can reject at any time. So far I have lost almost 2 yrs of income as a police officer and have depleted my entire savings including my 401k. I have since been able to return to work, however, had to be assigned to a different division (because of my eyesight) with a lesser rate of pay. I will never be able to work in the street again. I consulted a lawyer who paid experts to look over my files. I was told you need an expert witness to testify on your behalf. After further investigation, I found out that all of these experts were lasik eye drs themselves and were very reluctant to testify against each other. I am not trying to scare people with my story I just don't want this to happen to anyone else. Lasikplus continues to use false advertisement as the story below indicates. They made me believe that the worse complications would never lead to blindness. I went blind in my left eye and my only option was a corneal transplant. The worst part of my ordeal was the way dr treated me after the complication. Dr offered me no options of how to correct my vision nor did he show any sympathy towards me. Story update - as many of you know, I just posted my first story. To make a long story short I had lasik surgery done. I had a very low prescription in each eye. I was young and naive at the time. The result of that surgery left me blind n my left eye and in need of a corneal transplant. I was off of work for almost two years. I had a few lawyers that looked at my files but declined to take my case. I was told you need an expert witness to testify against the dr. My lawyer told me that because lasik is a relatively new procedure, it is very difficult to prove negligence against the dr. She said you almost need to get one lasik dr to testify against another lasik dr. At the time I was really just trying to get my vision back. The lawsuit was not a major priority. In the last few years as I struggle daily with my vision problems dry eyes, halos, starbursts and just overall poor vision. I decided to make a few websites to warn people about lasik to tell my story. I also posted my story on a few blogs. To my surprise dr, the man who performed my lasik surgery contacted me. He pretended like he was really sorry for my situation. I asked him why it took him seven 7 years to contact me. I deep down thought the only reason he was contacting me was because of the negative press I was giving him on my websites and blogs. He convinced me that he really was sorry for my outcome and that he had sympathy for my situation. I was lead to believe that either him or lasik plus was going to cover my medical expenses, lost wages and or offer me a settlement. He told me in an email that he was going to put me in contact with a rep from lasik who was mindful of what I have been through. That turned out to be very untrue. He put in in contact with a lawyer from lasik through email, asked me to fax him my medical bills and records. He said he would get back to me after he reviewed them. After several weeks went by, and I didn't hear anything I called them. His secretary said he was in a meeting and transferred to his voice mail. I asked him if there was any progress being made and to give me a call. He did not call me back. I then waited a few more weeks and called him on his cell phone. He assured me he would call me on the following thursday. He did not call me thursday. He then sent me an email that he was unable to call me thursday but would call me monday. Guess what? He did not call me monday. He then sent another email that he had to leave work early monday but would call me tuesday. Tuesday came by and again no phone call. It has been over a month now and I have not heard from dr, or anyone from lasik. Dr contacted me and I really feel like I have been tricked and victimized twice now.